Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed total hip procedures were performed on (B)(6) 2007 and (B)(6) 2007. There have been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, swelling, tissue damage, lack of mobility, synovial fluid buildup and metallosis. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is number 1 of 6 mdrs filed for the same event (reference 1825034-2013-01996-1/01997-1 and 04244/04247).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2012-01996 / 01997).